Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: (B)(4).

Event description:
Related manufacturer report number: 3006705815-2022-16616. It was reported the one of the patient's leads had migrated and the patient was experiencing pain and the ipg site. As a result, the patient does not have effective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.